Event description:
The customer called tandem technical support (cts) for assistance through the load process as they are a new user. The customer's blood glucose level was high, but the customer declined to give a blood glucose level. Cts helped the customer successfully load a cartridge and resume insulin delivery. The customer took a correction bolus and said they were fine.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.